Event description:
Customer complains that unit changes settings without touching unit and will not run off internal battery. Service agent was unaware of any pt injury or health compromise as a result of this failure.